Event description:
It was reported that the spinal cord stimulation (scs) patients' implantable pulse generator (ipg) was relocated as it caused the patient discomfort while sitting. The patient is doing well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.